Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional information was not provided.

Event description:
It was reported that the IV tubing set separated. No further information was provided.

Event description:
It was reported from the seidman cancer center that the IV tubing set was separated at the y-site connection upon opening the package. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set separated could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided.